Event description:
Mother of a male, reported receiving an a1 (cartridge low warning), but the cartridge was half full. She indicated that she believed the infusion device was not delivering insulin properly, since her son's blood glucose was extremely elevated to 25 mmol (440-460 mg/dl). Mother stated, that her son's normal range was around 10 mmol (180 mg/dl). Pt addressed the elevated blood glucose by administering insulin injections. She indicated that pt did not experience any symptoms associated with the elevated blood glucose levels. Pt switched to the backup infusion device and his blood glucose level returned to normal. Mother stated that she believed the infusion device was malfunctioning and that the piston rod was defective. The mother did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for eval.